Event description:
It was reported that the procedure was to treat a mildly tortuosity, moderately calcified, eccentric, 99% stenosis in the right coronary artery (rca). The 2.0x15 mm mini trek balloon catheter was advanced for pre-dilatation; however, the balloon ruptured at third inflation at 12 atmospheres. The first and second inflation was 10 to 12 atmospheres for 30 to 60 seconds. There was a little resistance with the calcified lesion during advancement and no resistance noted during removal of the device. After the balloon rupture, no additional pre-dilatation was performed. It was noted that the device was soaked in the normal saline during preparation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.